Manufacturer narrative:
One device was received. Per visual inspection, torn dso seal. Could not replicate the reported issue as the pump functioned normally at the time of investigation. A functional test was performed and found that the dso sensor is malfunctioning. The event history log (ehl) was downloaded and inspected. Found several "standard battery state depleted" and "loss of power" reports, which in this combination suggest some battery issue. The possible cause was depleted, perhaps a faulty battery has been used. Dso seal, dso sensor, dso bezel replacement. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump was not switching on. There was no patient involvement and no patient harm/ adverse event reported. There is no further information available to be provided.